Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device remains implanted.

Event description:
Displaced of screw into the soft tissue. Update from rep: operations after procedure, control after 3 weeks, there was rupture in the soft tissue over one of the fixsos screw head ,and it looked infected , there was also open canal into the bone where the screw implant was placed. They did a revision and sat 2 new fixos 7.0mm screws but this time with serament in the canal for a better fixation of the screw , they also took a bacterial test , but it was negative and the wound healed fine. 1st revision

Manufacturer narrative:
This device is concomitant and did not contribute to the reported failure. Therefore, this complaint is closed without further investigation. If any additional information is provided indicating otherwise the record will be reopened and the investigation will be reworked.

Event description:
Displaced of screw into the soft tissue. Update from rep: operations after procedure, control after 3 weeks, there was rupture in the soft tissue over one of the fixsos screw head ,and it looked infected , there was also open canal into the bone where the screw implant was placed. They did a revision and sat 2 new fixos 7.0mm screws but this time with serament in the canal for a better fixation of the screw , they also took a bacterial test , but it was negative and the wound healed fine. 1st revision.